Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Calibration was performed while the error reading symbol displayed. Labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 09/07/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.